Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient ¿coded¿ while connected to a homechoice device. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported; however, it was reported "the patient was on another machine tonight". Pd therapy was ongoing. Renal therapy services initiated a swap of the device. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure, no evidence of moisture or pest infestation, and no internal part damage. The homechoice interface test tool (hitt) software was used to diagnose the functional operation of the device. The hitt software revealed all pressures and temperatures were correct and stable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptoms; therefore, the homechoice device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.